Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of two (2) years, five (5) months due to endocarditis. The explanted valve was replaced with another 23mm 11500a aortic valve. Per medical records, the patient presented with symptoms of infection, workup revealed endocarditis on both aortic and mitral prosthetic valves, echo showed thicken leaflets of both valves and tee showed vegetations on the valves. The patient underwent redo avr and mvr. The 29mm mitris valve was replaced with a non-edwards 31mm epic (cer # (B)(4)). The aortic was replace with another 23mm inspiris valve and tied in place without difficulty with ticron sutures. Post-op tee showed no prosthetic valve pvl. The patient tolerated the procedure well and was discharged on pod #10.

Manufacturer narrative:
H11. Additional narrative updated b5, b7, and h6. Corrected: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of two (2) years, five (5) months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a aortic valve. The patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.